Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have experienced high blood glucose of 441 mg/dl, 458 mg/dl, and 466 mg/dl. Customer was advised that she needs to administer a bolus shot. Customer states she sometimes accidentally gives herself a bolus shot when asleep due to her not knowing how to cancel bolus delivery. Customer was instructed on how to cancel bolus delivery. No further information provided.